Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895383 and gd895227 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Six days prior to the receipt of this report, the pt was hospitalized for the event. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved and the pt was not recovered. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that this report is a duplicate of report 1416980-2013-31857. All investigation activities will be captured under report 1416980-2013-31857.